Event description:
The patient contacted lifescan alleging that their one touch ultra meter was reading inaccurately low compared to the calibrated lab method. The patient reported blood glucose results of 128 mg/dl. With the lifescan meter and 178 mg/dl on a laboratory device, performed within 10 minutes of each other. The patient was advised by the physician to take additional insulin. Between the tests there was no intervention that would be expected to change the blood glucose. The customer care representative was unable to walk the patient through quality control testing, as the control solution had expired. The meter, test strips, and control solution were replaced.